Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA (B)(4),corrective action 12. We received the coagulation electrode for examination on december 19, 2019 in the course of a repair order. The submission of the complaint itself was on june 10,2020. The evaluation confirmed that the ball electrode is missing. The cause of the breakage is most likely due to a reprocessing error. There is no indication for a material defect or a manufacturing problem. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that during surgery, the ball of the electrode 26775r simply comes off. No further information available.